Event description:
A malfunction alarm occurred, identified as "malf 1," which was not resettable, and the pump had a fault ID of 0x279f. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Corrective actions included replacing the pump and ensuring continuous insulin delivery through multiple daily injections (mdi) as backup therapy. The customer was provided with instructions on storing and returning the malfunctioning pump and acknowledged receiving the replacement pump from tandem.